Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker triggered an automatic lead configuration change to unipolar pacing due to an out-of-range pace impedance measurement on the right ventricular (rv) lead. Upon review it was noted that all parameters were within normal limits in unipolar configuration and the out-of-range measurements could not be replicated in clinic. It was also reported that the patient's system has a history of t-wave oversensing when in bipolar configuration. The patient is less than 1% paced but received the device due to paroxysmal third degree atrioventricular block. The device remains programmed to unipolar pacing and the patient is scheduled for additional follow-up in several months. No adverse patient effects were reported. This system remains in service.